Manufacturer narrative:
New information was provided when patient called back on (B)(6) 2018. See below for correction and additional information obtained: date of event revised from (B)(6) 2017. Patient explained further symptoms endured from reported event, including loss of function in arms, legs, and speech. Treatment for these ailments included physical therapy, verbal therapy, and testing to rule out a stroke. Medication prescribed included gabapentin which patient continues to use. Patient advised on correct date of admission, (B)(6) 2017, and was discharged on (B)(6) 2017. In regards to blood glucose level history, patient had experienced 20 mg/dl (approximate) before, but had "never impacted her before."

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Insulet corporation will transition to a new complaint handling system in early april 2017. During this transition period, we will continue processing existing complaints in our legacy system along with processing new complaints in our new complaint handling system. We are letting you know to expect two different patient or manufacturer reference numbers. Refer to below for these references: legacy system: c17-xxxxxx (this format will eventually be phased out once all complaints are closed out in the legacy complaint handling system) new system: cn-xxxxxx (this format will become the standard once all new complaints and regulatory submissions are managed in the new complaint handling system)

Event description:
A patient was hospitalized due to low blood glucose (bg) levels less than 30 mg/dl. Pod was worn between 24 and 36 hours and removed at the hospital. It was noted that bg levels were low due to basal program settings setup by her doctor. It was also noted that there was no issue with the pod. No further information could be obtained.